Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The blood glucose at the time of the incident was 318 mg/dl; would treat with manual injection. The customer stated that he had a low and ate too much sugar to treat and that is why her blood glucose level rose. The customer stated that the device was not exposed to moisture and was unsure if a button was pressed for 3 minutes or longer. The device was returned for analysis.